Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The customer's information technology (it) stated that the patient called in a competitor arrhythmia transtelephonic monitor (ttm) and it seemed like the strip recorded normally. After saving the event the nurse went back to parse the events and the electrocardiogram (ECG) looks almost like a flat line. Investigation showed that the same data recorded in the electronic medical record the cardiogram looks the same in that application as well. It was suggested that the customer troubleshoot the competitor arrhythmia monitor because other cardiograms recorded before and since (for other patients as well) are normal in the application. It could not be definitively determined whether the issue was the result of the application or the competitor monitor. No patient complications have been reported as a result of this event.